Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifugation with 3 bd vacutainer ® barricor ¿ blood collection tubes there was poor barrier separation the following information was provided by the initial reporter, translated from portuguese to english: during visitation, it was observed that 3 tubes presented flag in equipment (bubbles).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Evaluation of the photograph indicated 3 processed samples and 1 sample was observed to have a cloudy plasma. There is further documentation in the complaint that the customer's issue was attributed to a centrifuge issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode based on the information provided. The root cause of the customer's issue was attributed to their centrifuge.

Event description:
It was reported that during centrifugation with 3 bd vacutainer ® barricor ¿ blood collection tubes there was poor barrier separation. The following information was provided by the initial reporter, translated from portuguese to english: during visitation, it was observed that 3 tubes presented flag in equipment (bubbles).